Event description:
Initial creatinine of 0.87 mg/dl. Same sample repeated gave result of 7.02 mg/dl. The initial result was reported. Pt not adversely affected. The user performed maintenance on the analyzer which resolved the issue.